Manufacturer narrative:
Qn# (B)(4).the device history review for the product auto endo5 ml lot# 73g1800875 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that for a (B)(6) years old patient, (B)(6) kg, the doctor armed the applier to close a vessel but the clips could not be fired because the clips were closed. He tried several times to fire clips but the device was dysfunctional.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73g1800875 was manufactured on 07/30/2018 a total of 288 pieces. Lot was released on 08/08/2018. DHR investigation did not show issues related to complaint. First, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the device. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the bottom jaw was bent. It was also found that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. A non- conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." Although the root cause of this complaint issue could not be determined, a non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "clips closed" was confirmed based upon the sample received. One device was returned with its bottom jaw bent. The device was received with 9 clips remaining in the channel indicating that 6 clips were fired by the end user. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that for a 68 years old patient, 83 kg, the doctor armed the applier to close a vessel but the clips could not be fired because the clips were closed. He tried several times to fire clips but the device was dysfunctional.